Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that color bar was displayed, and then it was restored by power on/off and scope communication error (b10) were caused by the scope connected to it because the failure was confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that a b10 error message occurred during regular operation when using a visera elite video system center and color bars were displayed. The image was restored by turning off the power and then turning it on. The issue happened during a therapeutic procedure (laparoscopic cholecystectomy). The procedure was completed using the same set of equipment. There was no patient harm associated with the event. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The b10 error was not reproduced and the portable memory test was successful. Other findings include the following: the locking part of the video connector was damaged, and the battery was dead. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.